Event description:
The customer reported that the frames of the cart for the mee-2000a system is collapsing and causing issues with the wheels not being aligned. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. Device not in use on patient and no patient harm reported.

Manufacturer narrative:
Complaint details: on (B)(6) 2019 (B)(6) reported: continued issues with the frames collapsing causing wheel mal-alignment product ID: mee-2000a-dt, serial# (B)(6) service requested/performed: exchange investigation result: issue resolved root cause: a scar (supplier corrective action) was sent to the supplier (B)(4) to resolve the issue of the wheels bowing and breaking off. The field use loads and requirements exceed those specified in the design requirements. Field conditions may include a higher load and or more aggressive use. Corrective action: (B)(4) agreed to a 3 phase approach. 1- washer retrofit kit, 2- field upgrade kit and 3- redesign. Nka agreed to all three. 1- washer retrofit kit nih 9600 were developed and shipped. (B)(4). 2- upgrade kit was developed for field upgrades. This kit included a new design for the base. Included on (B)(4). 3- nka agreed to redesign. Redesign was completed. See (B)(4). The eco was approved by nka. Change will be implemented on the open order. Validation: for the months of (B)(6) 2019 after the hardware kit was implemented at (B)(6) on brand new carts, there have been no complaints on the carts and are working as they should. We received the upgraded carts from (B)(4) as of january 2019 with the eco change is implemented. So, going forward, the carts shipped will have the upgraded design. The device was not in use on a patient and there was no reported harm. As such, there is no risk to using this device or remaining devices on the market for this issue. Based on the given information, this complaint record can be closed as no further investigation is needed at this time. Corrected information: f9. Approximate age of device: incorrectly calcuated

Manufacturer narrative:
The customer reported that the frames of the cart for the mee-2000a system is collapsing and causing issues with the wheels not being aligned. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. Device not in use on patient and no patient harm reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the frames of the cart for the mee-2000a system is collapsing and causing issues with the wheels not being aligned. The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. Device not in use on patient and no patient harm reported.